Manufacturer narrative:
This product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements resulting in loss of capture (loc) due to lead dislodgement. Surgical intervention was performed. Attempts to reposition the lead were complicated by helix retraction issues. The lead was explanted and replaced. No additional adverse patient effects were reported.